Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that last friday they changed to a different program as a result of a therapy issue that was previously reported in. On friday night the patient felt like they were getting shocked, but "not really shocked." The patient said they "knew something was up" and mentioned that it really hurt as soon as they sat down. The patient used their handset to check the status of the ins and noticed that program 4 was active and the amplitude was "set at like 8," so they turned therapy off. The patient confirmed the pain went away after they turned therapy off. The patient's reason for calling was because they were unable to change back to program 1. During the call, the patient had one instance of getting the 'device is not responding' message, but they were able to connect to the ins after repositioning the communicator. Agent reviewed how to change programs and the patient confirmed they were able to activate program 1 and increase the amplitude until they could feel comfortable stimulation. The patient will maintain amplitude and will continue to monitor symptoms. The patient mentioned that they have an upcoming appointment with their managing hcp (date of appointment was not provided).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.